Event description:
Patient had original surgery on 7/22/92. On 8/19/92, the patient was up in the room with a nurse and became weak. The nurse assisted her to the floor. The patient did not seem to have any pain or discomfort after the event. She participated in pt as usual and the therapist felt she did better than usual. The next morning at approx. 0600, the awoke complaining of much pain. It was determined that the hip was disclocated. She was taken for a closed reduction. As the md felt it pop into place, an x-ray was ordered and it was noted that the head was in the soft tissue. The patient was then taken to surgery for a replacement implant. She is progressing slowly, with some increase in confusiondevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.